Event description:
It was reported that the customer experienced battery charging issues with their device. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up and additional troubleshooting, and no further actions were taken.